Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4309107. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: during the infusion process, the patient was found to be leaking at the infusion connector. The nurse immediately stopped the infusion and replaced the infusion connector. This was a waste of fluid, increased the patient's medical expenses, and increased the risk of fluid contamination.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.